Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse saw the x-ray gown being hit by master tool manipulator (mtm). Therefore, fse moved the x-ray gown to resolve the issue. A self-test passed and the system was rebooted. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a loss of video on the left side display of the surgeon side console (ssc) high resolution stereo viewer (hrsv) was observed. The caller stated that all wiring and cables had been checked and nothing appeared damaged or disconnected. It was also noted that the system monitors continuously displayed a self-test in progress please wait message. No further information was provided. The procedure was continued with no reported injury.